Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that their back was sore where the lead was implant. They were worried about a possible infection. It was indicated that the patient was in bed resting for most of the day yesterday, and noted that could have contributed to the soreness. There was an appointment scheduled with the healthcare professional on (B)(6) 2016.